Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the dc jack was broken causing the unit to have no power. Without power, the display would not function, which may have been the reason for the reported issue of a "broken" display. However, the display itself did not have a malfunction, so the original complaint issue was not confirmed.

Event description:
Dealer states the unit has a broken display.